Event description:
I had one essure implant placed on (B)(6) 2008. They could only place the right side due to abnormalities in my left fallopian tube. I had pre-consented to tubal ligation in the event essure was not possible, so that procedure was done the same day. Approx 18 months later, in (B)(6) 2011 I began experiencing sharp stabbing pains in my lower right abdomen. These were not normal premenstrual cramps and were not related to my cycle in any way. The pain was intense and debilitating and the first time I experienced it, the pain lasted for about 30 minutes where I was unable to move or barely breath. After the pain subsided, there was a residual bruised feeling in that area the rest of the day. I continue to experience these pains at random intervals with no correlation to activity, menstrual cycle, or other illness. Two ultrasounds and a full blood workup have not revealed any other possible cause for this pain. I can only describe it as a stabbing pain, as if someone has taken a dull knife and jammed it into my abdomen and twisted it repeatedly. Sometimes if feels as if the stabbing is coming from the inside. On a few occasions, the pain has been localized in my pelvic area as if the knife has been inserted into my vagina. Most times, the pain causes me to stop in my tracks and struggle for breath. My period has always been heavy, but since having the essure device implanted, there is more clotting and the flow is heavier for longer duration. I have also recently developed unexplained bloating and the tenderness around my right tube and ovary has increased. I fear the device has either migrated or perforated something.